Event description:
Patient underwent esophagogastroduodenoscopy due to complaints of dysphagia one month post roux en-y gastric bypass surgery. Egd discovered a skin temperature sensor in the lower third of the esophagus that had been placed on the pt¿s cheek during the roux en-y procedure and had apparently become dislodged from the pt¿s cheek during surgery and stuck to a ewald tube, then transferred to the pt esophagus. The skin temperature was removed from the pt esophagus.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a follow-up report detailing the results of the eval.